Event description:
Consumer claims to have had ears pierced with the inverness system at a retail vendor in 2003. Sough medical treatment for redness and swelling at the piercing site in 2003 and an oral antibiotic was prescribed. Four days later they returned for medical attention. At that time they were admitted into the hospital and an incision and drainage was performed. Pt was discharged the next day. Thirteen days later a new oral antibiotic was prescribed.